Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient reported that after a lightning storm, the prongs appeared to be charred. The transmitter was returned and would be replaced.